Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient goes into stores and passing through the theft detectors, he was getting shocked in the back of his legs. One time it happened, it was the worse. Patient experienced three minutes of intense pain in his groin and through the back of his legs. It also caused patient to release his bladder as soon as he went through the theft detector. The shocking also occurred four times in one day with the stores (B)(6). The pain was so bad he stopped going into those two stores. Symptoms was consider a sudden change. The cause of the reported issues was theft detectors at stores. Prior to the call, patient contacted hcp(healthcare provider) and hcp redirected to contact patient services. During the call, patient services reviewed turning stimulator off prior to entering stores with theft detectors. Patient will turn off stimulator prior to walking through theft detectors/security screening devices. Event date for shocking in back of legs, three minutes of intense pain in groin and back of legs, and caused patient to release bladder was (B)(6) 2015. Event date for patient being shocked by theft detectors four different times in one day ((B)(6)) was (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.